Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, upon interrogation, the device was found to have reached the elective replacement indicator (eri). The device was explanted and replaced due to suspected premature battery depletion. The patient was stable with no adverse consequences.

Manufacturer narrative:
Additional information: the reported field event of premature depletion was confirmed. The cause of the premature depletion was found to be due to high current. The high current was found to be due to an integrated circuit anomaly.